Event description:
It was reported that during an esophagectomy procedure, the emg tube impedance was not clear only on the second channel. The signal became unstable when the electrode cable near the base of the tube was touched, it occasionally became clear. A spare emg tube was used to continue the procedure, however, the same issue persisted with the replacement device. The procedure was successfully completed with the spare emg tube though it was unstable, resulting a 10-minute delay. There was no impact on the patient.

Manufacturer narrative:
H3: device analysis concluded that visually, there was contamination on the cuff balloon and traces, and surgical tape wrapped around the mid-section of the device upon return. Under magnification, there were small voids in each of the electrode trace pads and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 15 ohms (blue), 8.5 ohms (blue with white stripe), 16 ohms (red), and 8.4 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating each trace, the wires, or connectors. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.